Event description:
Customer reports at least six sets (B)(4) has leaked while on patients. Leaked at point of connection.

Manufacturer narrative:
Three (3) used administration sets of the above listed lot number in this complaint was returned to (B)(4) for evaluation. The admin set with a non-vented cap was air pressurized of 14 psi and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap and a leak was detected. The location of the leak was at the connection between the admin set and the alaris valve.